Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had defective serial digital interface (sdi) inputs, and the units appeared to have been damaged. The issue was found during the inspection for use. There were no reports of patient involvement.